Event description:
Customer reported a malfunction alarm labeled as malf 9, but there were no notable events before the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues reappeared, an instruction which was acknowledged and understood.